Manufacturer narrative:
Section h3 was corrected manufacturer¿s investigation conclusion: the reported event of a damaged screw on the backup battery cover plate was confirmed; however, the reported event of a backup battery fault alarm was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no log files were submitted for review; however, the backup battery cover plate was returned. Upon initial observation, a screw head was observed to be slightly stripped. The returned backup battery cover plate was placed on a test system controller. All screws of the cover plate were able to be fully fastened and removed from the test system controller. The observed damage to the screw did not affect its functionality. No further testing was performed. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a backup battery (ebb) not installed alarm occurred. One of the screws on the primary system controller was stripped before it was loosed. It was noticed immediately when trying to remove the back cover to install the ebb. The back cover was unable to be removed and it was attempted tried multiple different times. T7 screwdrivers were used with no luck. A couple of tiny flathead screwdrivers were used to remove the stripped screw the ebb was installed successfully back cover of the system controller was replaced with one from an unused spare.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number and expiration date: corrected no further information was provided. The manufacturer is closing the file on this event.